Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: a small crack in the controller connector bend relief was observed, repaired with clear rescue tape. Examination of the returned portion of driveline confirmed superficial damage to the driveline. A distal-end driveline replacement was performed on (B)(6) 2021, and approximately 21¿ of the external portion of the driveline was returned for evaluation. The entire length of the outer jacket was wrapped in clear and white rescue tape. The controller connector pins and alignment indicators were unremarkable. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon removal of the tape, a small crack in the bend relief was observed which did not appear to penetrate the underlying layers of the driveline. Several cuts to the outer jacket were also observed approximately 2" - 7", 13.5" - 14.5", and 16" from the controller connector. The outer jacket, bionate, and metal braided shield layers were carefully removed to examine the underlying wires. Visual inspection of the wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and for the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 7 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline got damaged and it was requested a driveline repair be done. On (B)(6) 2021 a cosmetic driveline repair was done. The repair was performed approximately 3 inches from the exit site. The yellow, black, and red wires were spliced. The new percutaneous lead was unable to be connected to the patient's controller. The patient's original percutaneous lead was immediately reconnected to the controller without issue. A bent pin was found in the new percutaneous lead metal connector. A new percutaneous lead cable was prepped and the driveline wires were re-spliced. The patient's original controller was replaced. The new percutaneous lead was connected to the new controller without issue. After the repair the patient was tethered on grounded patient cable without issue.